Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The customer confirmed the reported nav-ring failure. The customer ordered the nav-ring (front case assembly), received it, replaced it and the v60 is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer confirmed the reported nav-ring failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.